Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported an interscalene block was performed on a female pt in her (B)(6) in the pre-op area and was used without incident. The pt was sent home with the catheter in use. The pt removed the catheter 72 hours after placement and upon inspection of the catheter she noticed the wire tip was not exposed. The pt returned to the hospital for an x-ray which confirmed there was nothing foreign retained in the pt. There was no delay in treatment and no pt death or complications were reported.